Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device failed functional rite testing, however the cause was unrelated to this iipv event, refer to master (B)(4). A visual inspection was performed. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014, 01:55. During night drain cycle five, the patient's ultrafiltration reading was 1452ml, indicating the home patient (hp) drained 1452ml more than their maximum programmed fill volume of 2200ml. No additional information is available.